Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported having low blood glucose and being involved in a motor vehicle accident. The customer has also been experiencing high and low glucose throughout the week. The blood glucose reading at time of the call was 246 mg/dl. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.